Event description:
The clinic reported that a laser vision correction patient presented complaining of severe dry eye, irritation and photophobia in both eyes post treatment. It was reported that there was no loss of best corrected visual acuity (bcva). On (B)(6) 2014, abbott received information from the account that during the patient's last visit he stated the symptoms have not completely resolved however, he is doing much better and both the dryness and the photophobia have improved.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.